Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/1/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the returned sample revealed that it was received, one open sample that pertained to product code 14500t. During the evaluation of the returned samples, it was noted that the print information on the folder packet is for sales needle type sc-20 and black monofilament nylons. The boxes were opened and as per the sampling plan, a visual inspection was performed on thirteen samples. In further investigation of the returned sample, it was found that the needle suture combination belongs to product code 14500t. No anomalies or issues related to product mix were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6)2023 and suture was used. During the procedure, when the wire was opened it was not in agreement on the packaging. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.